Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Date of event reported on the initial medwatch report was estimated. Evaluation summary: the device was returned for analysis. The stretched coils and separation were able to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion had no visible calcification or tortuosity. The hi-torque winn guide wire was advanced, however, the physician stated that it did not feel right. Nothing abnormal was noted on angiography. The guide wire was retracted and upon retraction it was noted that the tip of the guide wire was separated and the guide wire was held together by the stretched out tip coils. The guide wire was exchanged for another. There were no adverse outcomes for patient or significant delays in completing procedure. No additional information was provided.